Event description:
Spinal needles not very sharp - difficulty piercing the skin. The needle bends when it does not pierce the skin & the physician has to put on a glove to guide the needle. This done not just for spinal but for routine pain procedures/nerve blocks trigger points/injections.